Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred and the battery depleted quickly. Customer's blood glucose level was 317 mg/dl. Reportedly, the customer changed the pump supplies to resolve the reported occlusion. Multiple attempts were made to follow up with the customer; however, no response from the customer was received.